Event description:
It was reported that pump battery depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from Technical Support and no further outcome information was received.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: iOS / iOS_iPhone 13 Pro / Unknown / iOS_18.6.2.